Manufacturer narrative:
Block b3: approximated based on the date the literature was conducted. Block e1: initial reporter zip/post code: (B)(6) reported here as the initial reporter zip/post code exceeded the character limit. Block d4, h4: the literature article did not provide the suspect device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter's address 1: (B)(6); reported here at it exceeded the maximum character limit of the designated field. Block g2: literature source: nikkhah, m., et al. "Evaluation of advanced endoscopic stents for pancreatic pseudocyst drainage: a 2-year study". Med j islam repub iran. 2025 (29 jul); 39:100. Https://doi.org/10.47176/mjiri.39.100. Block h6: imdrf patient code e2114 captures the reportable patient complication of perforation. Imdrf impact code f19 captures the surgical intervention for gastric repair and also captures the surgical necrosectomy procedure. Imdrf impact code f0101 captures the decreased therapeutic response to pancreatic fluid drainage. Imdrf impact code f2202 captures the additional endoscopic procedure for endoscopic necrosectomy.

Event description:
Boston scientific corporation became aware of an event involving an axios stent and electrocautery-enhanced delivery system through the article titled, " evaluation of advanced endoscopic stents for pancreatic pseudocyst drainage: a 2-year study" by mehdi nikkah. The study aims to investigate patients with pancreatic pseudocysts who underwent pancreatic fluid drainage using eus-guided hot axios stents. According to the article, the study included 45 patients and was conducted between march 2019 and march 2021. Eligible patients underwent pfc drainage using a hot axios stent, which was temporarily implanted for a maximum of 90 days. The following adverse events occurred after stent placement: formation of walled-off necrosis, which required both endoscopic and surgical necrosectomy, and perforation, which was treated through surgery for gastric repair. Please see the referenced article for full details. Note: it was reported that the axios stent was implanted for a maximum of 90 days. However, the hot axios stent and electrocautery-enhanced delivery system instructions for use (IFU) state: "caution: the axios stent should be removed upon confirmation of pseudocyst or won resolution and is intended for implantation up to 60 days." The axios stent is not intended to remain implanted for more than 60 days.